Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the user ¿had some issues with pump that caused them to reach the max limits.¿ the patient did not want to discuss issue. The patient wanted assistance with changing max limit due to total daily dose (ttd) warning. Customer technical support provided assistance and confirmed with no further assistance needed. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.